Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) had a lvp8100 sn (B)(4) failed patient side occlusion test during pm. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: (B)(6) confirmed both upper and lower pressure sensors have been replaced. But he perform pressure calibration before he test it again. I recommended (B)(6) to replace pressure sensors again. But he will not perform pressure calibration. He will perform the test after new pressure sensors are replaced. If he still have problem, he will call me back.